Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced recurring low blood glucose levels. Customer's blood glucose level at the time of incident was 41 mg/dl and the correct blood glucose was 167 mg/dl. Customer alleged that the insulin pump was over delivering insulin because customer experienced recurring unexplained low blood glucose events. Customer treated low blood glucose level with food and glucose tablets. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was activated at the time of low blood glucose event. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.